Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in bd plastipak¿ syringe during aspiration of medication.

Manufacturer narrative:
Investigation: a DHR, quality notification and maintenance analysis was performed and no occurrences potentially related to the incident was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ possibly glass residue. After that sample evaluation and complaint description it was not possible to determine a root cause.

Event description:
It was reported that foreign matter was found in bd plastipak¿ syringe during aspiration of medication.